Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump reset due to full backup battery depletion following a power outage to the home. Review of the submitted log files captured that the controller's clock was not observed to be synced throughout the event data. Within the periodic data, no external power alarms were captured one hour after data showing the system operating on the mpu, consistent with the reported power outage. These events were followed by the clock resetting. Although the events leading up to the clock resetting were unable to be observed, these events indicated full backup battery depletion, which would cause the controller's clock to reset and would cause the pump to stop. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas patient handbook (rev. G) is currently available. Section 1 of the patient handbook cautions that the 11v li-ion backup battery within the system controller should be used only for temporary support during a power-loss emergency. The 11v li-ion backup battery will continue to run the pump if both power cables are disconnected. However, the 11v backup battery will not start the pump without external power applied to the system controller. The battery can provide enough power to run the pump for at least 15 minutes. Section 5 ¿alarms and troubleshooting¿ contains information regarding system controller alarms including alarms associated with no external power (power outage) conditions. Users are instructed to immediately switch to a working power source. Section 8 ¿handling emergencies¿ also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The IFU caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Further review of the log files captured that the controller's clock was not observed to be synced throughout the event data. Within the periodic data, no external power alarms were observed, consistent with the reported power outage, followed by the clock becoming reset. Although the events leading up to the clock resetting were unable to be observed, these events indicate that the controller's backup battery may have fully depleted which would cause the controller's clock to reset and would cause the pump to stop. The patient did not recall their batteries depleting or a pump stop event, and the events could not be confirmed to be related to the reported power outage. No adverse events were reported and the patient was stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.